Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having difficulty charging and aligning the ipg. It was noted that the ipg pocket was too deep. The patient underwent a revision procedure wherein the ipg was moved more superficially to ease charging. The patient was reportedly doing well postoperatively.